Event description:
The customer reported that ¼ cup of lh series cleaner leaked from the coulter lh 750 hematology analyzer and onto the counter while running samples. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found diluent/clenz dripping from all three wbc aperture housings. He re-seated the apertures into housings and firmly attached the wbc bath to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).